Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted witness marks on the end of the firing rod noted during microscopic inspection that are indicative of proper loading. The instrument firing knobs were retracted and the articulation lever was in neutral position. Pmv performed functional testing on the instrument. The instrument was successfully loaded with a representative 60mm ¿ 3.5mm loading unit. The instrument successfully clamped, cycled fully, opened and unloaded repeatedly without difficulty. The instrument and loading unit were applied to test media with proper transection and staple placement. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoraco/lobectomy procedure, the surgeon could fire the device but the handle was very stiff and difficult to return to the neutral position. The surgeon fired the other reload, however a crack sound was heard. The customer did not remember which cartridge was used for which firing. No harm was caused to the patient. Another device was used to complete the procedure.